Event description:
The customer contacted baxter's service center regarding a system error 2240 (air in tubing) which occurred on the homechoice (hc) during dwell 2 of 4. The home patient (hp) stated that the connection between the heater bag and heater line was leaking. The technical service representative (tsr) had the home patient (hp) cycle the power and the hc alarmed system error 2367. The tsr had the hp cycle the power again and the alarms cleared. The tsr advised the hp to start over with new supplies. The hc was operational. There was patient involvement but no patient injury or medical intervention indicated at the time of the initial report.

Manufacturer narrative:
(B)(4). The sample was unavailable and the lot number was unknown, therefore no evaluation or batch review could be performed.